Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument came apart and was reading 12mm too long. This caused a 45 min delay in surgery.